Manufacturer narrative:
Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the user's back skin was hurt in an area of around 10 cm by 0.5 cm. Actual harm was reported as yes and medical attention was reported as unknown. The device was reported as in use at the time of the event. Additional details have been requested.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips remote service personnel evaluated the device remotely. It was determined that there is no device fault. There was no malfunction found. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. No device fault was determined. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the dfm100 device indicating the patient¿s back skin was hurt. The skin injury was a 10cm by 5cm red dry abrasion without blistering and was not a burn. The patient had a cardiac surgery, and was transferred to the general ward, and a nurse treated the patient with a skin ointment, and the patient was later discharged from the hospital. The pads were not being used in the presence of flammable anesthetic gas or high concentrations of oxygen and there was no gap around the perimeter of the pads. There were no wires, cables, or ECG electrodes under the pads. The skin injury was determined to be a minor injury, therefore, this report has been updated from serious injury to product problem.